Event description:
It was reported by the customer that their sensors were calibrating incorrectly. Customer states that the sensors would inform them that they were either high or low, when he was actually stable. Customer also stated device alarmed low predict. Advised customer to replace with new sensor and monitor device. Customer's blood glucose level was 113 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.